Event description:
According to the available information, the altis needle [tip] broke off the introducer after it was passed through the obturator membrane. Upon removal of the needle [introducer], the needle tip was not present. The sling was removed, and an x-ray was performed with no reading of metal tip inside of patient. The location of the tip is not known. The patient was reportedly fine post procedure.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the altis needle [tip] broke off the introducer after it was passed through the obturator membrane. Upon removal of the needle [introducer], the needle tip was not present. The sling was removed, and an x-ray was performed with no reading of metal tip inside of patient. The location of the tip is not known. The patient was reportedly fine post procedure.

Manufacturer narrative:
An altis sling and two introducers were received for evaluation. Examination of the right introducer revealed the tip to be detached. Microscopic examination of the detachment end of the left introducer revealed the detachment site to be rough and irregular, indicating stress was exerted. No abnormalities were noted with the left introducer or the altis sling. Blood residue was noted on both introducers. The information received indicated during the procedure the tip of the introducer was broken. The introducer tip may bend if it is pushed onto something hard such as bone, which indicates the introducer may not have been in the proper place to insert the anchor. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.